Event description:
After this rosa case was over by the surgeon, the rosa operator informed the field service engineer via text that the robot shut down a few times but used to that and fiber looks perfectly on trajectory. Based on this message, it looks like the rosa robot provided great results. She also stated in the following texts that one of those shutdowns occurred during registration. She did not specify when the other shutdowns occurred.

Manufacturer narrative:
A full analysis of the data logs has been performed . This analysis concluded that two communication failures occurred and both were due to an over force detected by the controller. These two issues can be provoked either by an excessive force applied on the robot arm or to its collision with an element nearby or to a cable pinch. As issues were not described in the complaint description, not enough elements are provided to determine with certainty the root cause for the issue.

Manufacturer narrative:
UDI : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
After this rosa case was over by the surgeon, the rosa operator informed the field service engineer via text that she shut down on us a few times but used to that and fiber looks perfectly on trajectory. Based on this message, it looks like the rosa robot provided great results. She also stated in the following texts that one of those shutdowns occurred during registration. She did not specify when the other shutdowns occurred.